Event description:
The customer reported via phone call that they were visited to emergency room due to low blood glucose on (B)(6) 2021. The customer's current blood glucose was 140 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with intravenous insulin drip. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not activated at the time of low blood glucose event. The customer allege over delivery on insulin pump because of low blood glucose level. No further complications were reported. Troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.